Event description:
Reporter alleged obtaining the results of 232 mg/dl, 141 mg/dl and 119 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took glucophage after the results were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.